Event description:
It was reported by the parent that the patient experienced hyperglycemia, with blood glucose levels increasing up to 30 mmol/l (540 mg/dl), while wearing the pod on the abdomen for between 5 and 24 hours. The parent reported that the pod adhesive was not adhering well; however, the pod remained in place until removal. Upon removal, the cannula was observed to be dislodged from the infusion site. The patient was reported to be thirsty. Following consultation with a local diabetes team (approximately 20 minutes), the parent administered insulin to the patient via injection pen as advised. No further intervention was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.